Event description:
It was reported that post deployment of a 23mm sapien valve via transapical approach, the patient¿s blood pressure (bp) was slow to recover post rapid ventricular pacing (rvp). Anesthesia was treating the patient with fluids and medications to increase the blood pressure; however the target blood pressure was overshot and the patient then became hypertensive. The surgical team then began rvp to decrease the patient¿s blood pressure to normal range, and the bp stabilized. Echo showed moderate paravalvular leak so the sapien valve was post-dilated under rvp. Again the patient¿s bp was slow to recover so the surgical team initiated cardiopulmonary bypass (cpb) which stabilized the patient. The patient was weaned from cpb and was hemodynamically stable before leaving the operating room. As reported, the patient had a depressed ef and did not tolerate rvp well.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause for the hypotension cannot be confirmed; however a combination of patient factors (poor cardiac function- ef 25%) and procedural factors (rvp, and anesthesia) are the most likely cause for the hypotension. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.